Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified. The patient was prescribed multiple product codes for a homechoice automated pd set with cassette. The product code and lot number of the product used by the patient is unknown; however, the product codes share a common brand name, manufacturer, and 510k number which have been provided. As the cassette was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a system error 2240 (air in set/line) alarm occurred on a homechoice device during dwell four of four of peritoneal dialysis therapy. The patient was connected to the device at the time of the alarm. There was nothing unusual found during troubleshooting that would cause or contribute to the alarm. The power was cycled to clear the alarm and the patient planned to complete therapy using manual supplies. There was no patient injury or medical intervention associated with this event. No additional information is available.